Event description:
The patient reports that their op5 personal diabetes manager (pdm) has a burning smell when its on charge. The charger is not working.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the patient experienced a thermal event. We cannot confirm the thermal event. Replacement devices have been sent to the patient. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The case description states that the controller was not charging and smelt burning smell. The physical controller was received for investigation. Corrosion was found on the charge port of the device. The controller was turned on, without need to charge. The present of corrosion did not prevent to charge the device. However no connection could be established. The charge port was replaced but no connection could be established. The engineering logs could not be retrieved from the device. Without the engineering log it was not possible to inspect the battery temperature and battery charge. Even though the battery was returned with enough energy to turn the controller on and the device was able to charge. It could not be determined if the customer experienced any issues. It could be determined if the observed corrosion contributed towards the reported symptom code. Inspection of the inside of the device and printed circuit board (pcb) did not show any evidence for the presence of liquid. The exact cause of the reported event could not be determined.